Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the rubella calibration failed on the axsym analyzer. The abbott customer technical advocate (cta) instructed the customer to replace the matrix cell lot, replace the process and sample probes, calibrate the meia, and decontaminate the tubings and mup. The cta sent the customer rubella g 6-point calibrators. A follow-up with the customer indicated that the customer had made several attempts to calibrate without success; however, after centrifuging the calibrators, the calibration passed. No impact to patient management was reported.